Manufacturer narrative:
(B)(4). Lot number: 120419, manufacturing date: 04/19/2012, quantity affected: (B)(4); unknown, unknown, (B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt106 adult breathing circuits were returned to fph in (B)(4) for inspection. The devices were pressure tested and immersed in a water bath to test for leaks. Results: the pressure test results were outside of the specification. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. Conclusion: the water trap of the rt106 adult breathing circuit consists of a bowl and lid designed to come apart for draining water/condensate. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. A leak in the water trap of the breathing circuit is usually detected by an alarm on the ventilator. Our user instructions for the rt106 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three rt106 adult inspiratory-heated breathing circuits failed the ventilator leak test. This was observed prior to patient use. A hospital staff noticed that "a part of the water trap was oblique".